Event description:
Nurse reported hospitalization due to high blood glucose. The current blood glucose reading is 191 mg/dl. The blood glucose reading at the time of the event was over 500 mg/dl. Customer was confused and increased heart rate. Diagnosed hyperglycemia. Hospital treated with insulin on sliding scale. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.